Event description:
It was reported that the customer forgot to removing the insulin pump before going in the swimming pool. Customer stated that the insulin pump got wet and had a button error alarm. Customer's blood glucose reading at the time of the call was 125 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with light moisture damage to keypad traces. The device also had corroded motor assembly and electronic assembly. The device had minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.